Event description:
It was reported to covidien on (B)(6) 2013 that a customer has an issue with defibrillation electrodes. The customer reports that when the edge o th electrode contacts the skin during a cardioversion, it causes a redness in the skin. The customer further stated that it was not a burn and there was no blistering. The hospital treated the redness with flamazine ointment.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded